Manufacturer narrative:
(B)(4). Review of documentation identified no adverse trends in conjunction with the complaint issue currently under evaluation. A deficiency was identified; possibly due to sample or reagent carry-over. Further investigation of this quality issue will be conducted. A final report will be submitted when the investigation is complete. An investigation is in process.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete. An investigation is in process.

Event description:
The customer stated an architect i1000sr analyzer generated a false positive b-hcg result for one patient sample. The architect analyzer generated an initial b-hcg result of 37.34 miu/ml, and repeat b-hcg results of 3.37 miu/ml and 1.57 miu/ml. There was no adverse impact to patient management reported.